Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that a smiths medical pump had a no disposable alarm and the pump wont run. No adverse patient effects were reported.